Event description:
New etq record created in order to update etq (legal system) complaint number dint . Reason for original complaint - asr revision recommended - date unknown, asr xl - right hip, reason for revision unknown, update from crawford's email (B)(6) 2012: date of revision, hospital, surgeon. Update received: (B)(6) 2013 - added product - (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Reason for revision: alval / soft tissue reaction caused by femoral head and acetabular cup.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legal system) complaint number dint. Reason for original complaint - asr revision recommended - date unknown. Asr xl - right hip. Reason for revision unknown. Update from (B)(4) email 1st june 2012: date of revision, hospital, surgeon. Update rec'd 02 oct 2013 - reason for revision - alval/ soft tissue damage. Update 30 sept 2014 - added osteolysis and patient demand as reasons for revision, added stem product, added expiry date to all products along with brand name, manufacture facilities, date of manufacture, common name and construct type. Marked as clinical trial and added ref number. Added patient gender, height and weight. (B)(4).